Event description:
Critically ill patient maintained in sico and experied 09/11/93, death was not related to equipment malfunction. Physician at bed side noted disconnection of vent tubing for unknown duration. Ventilator alarm did not go off. It was determined that water existed in the breathing circuit which occluded the inspiration line. The occusion created sufficient back pressure for alarm sensor to believe the patient was still connected.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: design - inadequate. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: no. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.